Event description:
A customer reported that the probe of the ortho provue analyzer dripped fluid. Probe drip may lead to dilution of sample/reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported as a result of this incident.

Manufacturer narrative:
An ocd field engineer (fe) visited the site. The fe replaced the probe and additional fluidics system components. The fe performed the appropriate repairs and adjustments to return the analyzer to expected operation. No definitive root cause was determined for the incident.